Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A promus premier stent was selected; however, the stent would not cross distally and upon removal the stent became caught on the calcium and or a stent strut at the ostium of the rca. The stent dangled into the aorta and was snared out. No other stent was placed distally and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent had detached from the balloon and was not returned. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The guidewire exchange port was torn. This damage is most likely caused by applying excessive force during removal of the device from the guidewire. Distal outer and corewire kinked 40mm distal to the port. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations, with a pronounced kink 34mm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.- the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A promus premier stent was selected; however, the stent would not cross distally and upon removal the stent became caught on the calcium and or a stent strut at the ostium of the rca. The stent dangled into the aorta and was snared out. No other stent was placed distally and the patient's status is fine.

Manufacturer narrative:
Upn- search has been updated unk758 to h7493952816250. Upn update from unk758 to h7493952816250. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A promus premier stent was selected; however, the stent would not cross distally and upon removal the stent became caught on the calcium and or a stent strut at the ostium of the rca. The stent dangled into the aorta and was snared out. No other stent was placed distally and the patient's status is fine.